Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging pump battery display fluctuated for a short period of time and the power adapter would not charge the pump. Another power adapter was used and the pump was charged. Customer's blood glucose was 139 mg/dl.